Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found a screw out of the collimator and the motor was loose. Repaired the collimator. Also noted that power cord plug need to be replaced (ground plug loose). Advised the customer of this observation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced a collimator problem. There was no report of patient injury.